Event description:
Paramedics analyzed a patient in cardiac arrest, who was presenting a ventricular-fibrillation heart-rhythm, and received "no shock advised" determination. Paramedics responded to a residential call where the patient had been discovered unconscious. Upon arrival, the paramedics attached the device to the patient using multi-function electrodes. The patient was assessed as vital signs absent and the medics began a sequence of CPR to the patient. The paramedics then initiated an analysis of the patient and the device returned a "no shock advised" for a presented ventricular-fibrillaiton heart-rhythm. The paramedics immediately placed the device in manual-mode operations and administered a 120 joule shock to the patient and converted the patient's heart-rhythm to asystole. The patient's heart-rhythm reverted back to ventricular-fibrillation moments later and the medics administered a 150 joule shock and converted the patient's heart-rhythm to asystole. The paramedics continued to treat the patient, however, the patient's heart-rhythm deteriorated back into ventricular-fibrillation and the paramedics delivered a 200 joule shock and converted the patient's heart-rhythm to asystole. The paramedics ultimately administered an additional three shocks of 200 joules, for a total of six shocks, to the patient. The paramedics transported to a nearby medical facility where patient care was transferred. A report was made that there was no return of spontaneous circulation of the patient during the transport. The patient subsequently expired. Please reference medwatch report number 1220908-2002-01796, which documents a second identical patient incident that occurred with this same device while on a different patient.